Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 14 mg/dl at the time of the incident. The customer was at 520 mg/dl at the time of the call. The customer was given glucose tablets to treat. The customer was not wearing the insulin pump during the incident, within less than 48 hours the customer did not rewind the pump when changing out the set, and the pump gave him 50 units of insulin. Troubleshooting was completed and the customer will monitor the pump. Customer also reported that they were experiencing highs of 365 to 477 mg/dl after leaving the hospital. The customer experienced high symptoms such as feeling tired. The insulin pump will not be returned for analysis.